Manufacturer narrative:
(B)(4). Batch # f9h85w. Additional information was requested and the following was obtained: what is the serial number of the device? Unknown. What type of procedure was the device used in? Unknown. Did the device pass the pre-run testing? Unknown. Had the device been activating and then stopped activating? Unknown. Did the generator display an error code or any messages? If so, please describe. Unknown the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and there was evidence of moisture ingress and the acoustic isolator was torn. In addition, a degradation of the hand activation wire outer jacket was observed. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device did not work. No more information provided by the biomed. Another hand piece was used to complete the case. No patient consequences.